Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7055-90, lot# 493362, mfd. 07/24/2015, exp. 2020-07-24, (B)(4). The 3rd (inferior): ifuse implant, p/n 7040-90, lot# 493558, mfd. 09/08/2015, exp. 2020-09-08, (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient had initial pain relief following the procedure but later complained of a recurrence of pain. The surgeon thought the first and third implants showed lucency via CT scans. In (B)(6) 2018, the surgeon performed a revision surgery where he removed the first and third implants and replaced them with wider ifuse implants of the same lengths as the removed implants. No other implants were adjusted or removed. The status of the patient following the revision is not known.